Event description:
"Night nurse completed a heel stick on the infant and noted edema on the infant's chest area. Upon further review, edema noted on bilateral chest area to abdomen with ecchymosed area on upper center of chest just left of midline."

Manufacturer narrative:
Conclusions: no conclusions or confirmation regarding the cause of occurrences of edema as stated in the verbatim of the pir could be made because there was no sample rec'd for investigation and testing. The pyrogen testing performed at time of manufacture was acceptable. (B)(4).